Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed." The device was not returned.

Event description:
It was reported that the balloon was difficult to deflate on the foley catheter. Prior to a c-section, the foley catheter was placed without incident. Nurse attempted to deflate the balloon on the following day. It would not deflate, then the provide attempted to deflate and was not successful. Patient was returned to the or where the catheter was removed through cystoscopy. Per additional information received on 17-jul-2019, the balloon was filled with 10cc of fluid.

Event description:
It was reported that the balloon was difficult to deflate on the foley catheter. Prior to a c-section, the foley catheter was placed without incident. Nurse attempted to deflate the balloon on the following day. It would not deflate, then the provide attempted to deflate and was not successful. Patient was returned to the or where the catheter was removed through cystoscopy. Per additional information received on (B)(6)2019 , the balloon was filled with 10cc of fluid.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned